Manufacturer narrative:
Please see MFR #'s 3012307300-2018-02745, 3012307300-2018-02744, 3012307300-2018-02743, 3012307300-2018-02742, and 3012307300-2018-02741 for related device incidents.

Event description:
It was reported that a patient's cadd administration set experienced leaking of drug (chemotherapy) at the filter site during treatment. No patient or clinical injury was reported.